Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). Same case as 2134265-2009-05379 & 2134265-2009-05378. It was reported that post a coronary artery stenting treatment procedure, the patient had unstable angina and died. In august of 2006 the patient underwent treatment of three lesions in the right coronary artery. Lesion 1 had a 2.7mm reference vessel diameter, 32mm length and was 80% stenosed. A 2.75x32mm liberte stent delivery system (sds) was advanced to the lesion and the stent was deployed. The stenosis was reduced to 20%. Lesion 2 had a 2.7 reference vessel diameter, 28mm length and was 80% stenosed. A 2.75x28mm liberte sds was advanced to the lesion and the stent was successfully deployed. The stenosis was reduced to 20%. Lesion 3 had a 3mm reference vessel diameter, 24mm length and was 80% stenosed. A 3x24mm liberte sds was advanced and the stent was successfully deployed. The stenosis in this lesion was reduced to 2%. No additional procedures were performed in the three lesions. The procedure was a technical success. The patient was discharged one day after the index procedure with unstable angina, braunwald classification (iii c). Discharge medications were asa and clopidogrel. The patient experienced cardiac death on the day of discharge.